Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event. The patient was given an unspecified antibiotics (doses, routes, frequencies and durations were not reported) for the event and was released after four days. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.